Event description:
An endovenous laser treatment was performed in 05. Upon removal of the sheath and fiber, the user noted that a piece of sheath had remained in the thigh of the patient. The entire saphenous vein was thrombosed around the piece of sheath and was not removed. To date, the sheath remains in the thigh and there have been no further complications. Although this case has not yet required intervention to prevent permanent impairment or damage, it has been reported due to the possibility of future intervention.